Event description:
Caller states this pod while being filled made a loud crunching sound. Caller filled pod and got double beep, so she used this pod. B/g went from 150 to 400 in a few hours and would not come down with correction boluses. When b/g was 498, caller removed pod and activated a new pod. No further problems reported.

Manufacturer narrative:
The product has not been returned so no evaluation is possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.